Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ear ringing"), pain ("bodyache") and headache ("headache"). Essure was removed. At the time of the report, the pain and headache had resolved. The reporter considered headache, medical device removal, pain and tinnitus to be related to essure. Based on the available information, no corrective actions are deemed necessary 2 weeks post op, bodyache, ear ringing, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tinnitus ("ear ringing"), pain ("body ache") and headache ("headache"). Essure was removed. At the time of the report, the medical device removal and tinnitus outcome was unknown and the pain and headache had resolved. The reporter considered headache, medical device removal, pain and tinnitus to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, pain, tinnitus, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.